Manufacturer narrative:
No button response due to flattened act keypad dome. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip. The insulin pump was unable to performed the displacement test due to keypad anomaly.

Event description:
Customer reported via phone call to have experienced keypad anomaly on newly received insulin pump and was not able to program. Customer reports that esc button was not responding. Customer's blood glucose was 240 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.